Manufacturer narrative:
D10: 02-012-44-2513 - logic tibia imp psc insert, sz 2.5, 13mm: (B)(6). 02-020-11-0325 - truli ps cem fem ps cem right sz 2.5: (B)(6). 02-022-45-2525 - truli tib fit tray cem sz 2.5f / 2.5t: (B)(6). 200-02-38 - three peg patella 38mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced pain, swelling and an infection. No medical or surgical intervention is reported at this time. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the suspected infection reported cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.